Event description:
Boston scientific received information that this right atrial (ra), pace/sense lead may have contributed to high, out-of-range pacing impedance. When the lead was x-rayed, it was found to be fractured at the subclavian juncture. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains implanted but out of service, and is scheduled to be replaced in the near future. If additional information becomes available, this event will be updated and an updated report will be submitted.

Manufacturer narrative:
Upon receipt, visual inspection revealed the conductor coils were stretched and deformed. The product was returned severed; two sections received. A terminal segment 167 mm, a middle segment of 106 mm; distal section not returned. Conductor coils were fractured at the distal end of the middle returned segment at approximately 273 mm. Only the cathode wire showed some evidence of fatigue, while the anode wire had extensive mechanical damage which obscured the fracture mode. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
Subsequently, the lead was explanted and returned for post market evaluation.